Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 812 was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: after further review by the quality engineers, the "812 fail" was confirmed as failure code 812:05 and not reproduced during product evaluation. Upon further review of the event history log it was found that failure code 812:05 is a cascade failure from the failure code 810:11. Therefore no repair is needed for the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with fail code 812; this condition had the potential to interrupt delivery. This condition was found in the central supply department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version of this pump is 6.13.90.